Manufacturer narrative:
Samples received: none. Batch number is also unknown. Analysis and results: as no batch number is available the batch manufacturing records and complaint records of the product cannot be checked. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: no device available for evaluation.

Event description:
Country of complaint: japan. Some of the threads were difficult to take off the needle. There is no returned product due to all product being used.